Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/13/2013 device evaluation: the device has been returned and evaluated by product analysis on 12/05/2013 with the following findings: the pump powers to verify screen with audible tone, no vibration and a very dim display. Display is faded, discolored and difficult to read. The battery compartment cracked in multiple places in thread area. Evidence of moisture contamination inside battery compartment. A leak test shows leak at battery compartment crack. The pump case was removed and there was no evidence of additional moisture contamination or loose components found inside pump.